Event description:
End user facility reported that a patient was intubated during a cardiac procedure. After intubation, the tube was found to be the wrong size. The patient was reintubated with the correct size in response. No permanent adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.